Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends were observed. The lot number was not provided so a device history records (DHR) review could not be conducted. Based on the information provided, a root cause of the reported et tube slippage not be determined. Hollister will continue to monitor this reported issue. Since the lot number was not provided, only the di portion of the UDI is known. Thjis report was also submitted by the user facility as a medsun report on form 3500a. That report number is (B)(4).

Event description:
It was reported that while repositioning a patient who had a hollister anchorfast oral endotracheal tube fastener in place, their oral endotracheal tube (ett) became displaced. It was further reported that the patient was turned laterally towards the ventilator and then when the patient was laid supine, the assisting nurse noted that the patient's ett had moved. It was reported that the respiratory therapist was called to the bedside and noted the patient was difficult to ventilate and there was resistance when using the bag valve mask on the ett and it was determined that at the time of the incident, the ett had slipped through the anchorfast when the patient was laid prone. It was reported that the decision was made to remove the old ett and replace with a new one.